Event description:
Band slippage was reported post implant of a realize adjustable band. The band and most of the tubing was removed; however, the port was left in place. The port was left in the patient until the primary surgeon decides what the next step will be for the patient. Nothing was replaced at this time and the surgeon is leaving the decision up to the primary surgeon. The patient is doing well.

Manufacturer narrative:
(B) (4). (B) (4). Information was not provided by contact.information unavailable, device not returned for analysis.